Manufacturer narrative:
Based on the limited available information, it is not clear what role, if any, the lava ultimate restoration played in the reported outcome. Other factors, such as prior tooth history or dental treatments, may have played role in the need for tooth extraction.

Event description:
On (B)(6) 2016, a dental professional reported the case of a patient (age and gender not provided) who required extraction of tooth #30. Based on available information, it appears that this tooth received a lava ultimate cad/cam restorative for ts150 restoration on (B)(6) 2013, and that on (B)(6) 2014, the extraction was performed; no reason for the extraction was provided to 3m.